Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the patient noticed bruising at the ins pocket site. The doctor decided to revise the ins pocket, which took place on (B)(6) 2019. During the procedure, high impedances were identified on all contacts (>40,000 ohms). The doctor removed the extension from the ins and re-inserted it, and then another impedance test was performed. Active electrodes were 0-7 with references 0 and 1, and those electrodes were >40,000 ohms, but all others were green. The doctor then removed the extension from the ins and re-inserted it into the 8-15 port without resolve. They connected the extension to a wireless external neurostimulator to determine if the issue was with the ins. All contacts were normal. They then connected the extension back to the ins and retested impedances, which were >40,000 ohms again. The ins was replaced, which resolved the issue. A request was sent to the rep to return the ins for analysis. No further complications were reported or anticipated.